Manufacturer narrative:
The reported event of "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 28 (loss of clutch connectivity) error message upon powering on" was confirmed during the functional testing and archive data review. The root cause for the reported issue was due to the defective drivetrain cable. Upon visual inspection, observed damage on the front enclosure, unrelated to the reported complaint. The physical damage was appeared to be due to user mishandling. The front enclosure was replaced to remedy the damage. The autopulse platform failed initial functional test due to ua28 (loss of clutch connectivity) error message displayed upon powering on. The archive data review showed occurrence of multiple ua28 error message on the reported event date. The drivetrain cable was replaced to remedy the ua28 error. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
During testing, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 28 (loss of clutch connectivity) error message upon powering on. No patient involvement.